Manufacturer narrative:
The following fields were updated due to additional information: d2a. Medical device type: jka . D2b. Common device name: tubes, vials, systems, serum separators, blood collection. D.9: device available for evaluation: yes . H.3 device eval by manufacturer? Yes . D9: returned to manufacturer on: 04-dec-2025 . G.4. PMA / 510(k)#: k243207. Investigation summary: bd received 3 customer photos and 10 return samples for investigation. The photo review revealed an eclipse device assembled to a pronto holder. Blood is observed on the sleeve and inside the holder. The 10 returned samples were functionally evaluated for sleeve leakage. All samples passed testing, with no failures identified for sleeve side pierce, sleeve leakage, or non-sleeve recovery. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function based on the photos provided. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurs on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurs on an unspecified number of units. No adverse impact was reported regarding the patient or user.